Event description:
It was reported that during upgrade, the physician found insulation damage on the rv coil connector. The physician decided to have a lead revision scheduled at another hospital. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.